Manufacturer narrative:
On 12/17/2018 the lot number revealed in the investigation of the returned product was different than the one initially reported. Follow ups were performed and the account confirmed that the product returned was the product belonging to this complaint. The lot number was updated to 7538579. The device history record (DHR) for the lot number 7538579 was reviewed on 1/8/2019 and it was verified that the device was manufactured in accordance with documented specifications and procedures. The investigation of the returned device was completed by the failure analysis lab on 1/11/2019. Device evaluation summary: it was reported that a patient had a 650cc mentor cpx 4 breast tissue expander with suture tabs implanted. During the procedure, after the device had been placed inside the patient, it was noted that the device had begun leaking. Upon receipt by mentor the device returned with clear fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. The complaint was not confirmed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There is no evidence that the issue is related with manufacturing. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient had a 650cc mentor cpx 4 breast tissue expander with suture tabs implanted. During the procedure, after the device had been placed inside the patient, it was noted that the device had begun leaking. The issue was resolved by replacing the device.